Event description:
It was reported that there was a malfunction with the customer¿s pump, and the customer was unsure if this caused their blood glucose level to exceed 500 mg/dl. The pump was part of a field correction, and the caller had not yet acknowledged receipt of the email notice, so technical support completed the form on their behalf and sent a replacement pump with updated software. The customer was instructed to use multiple daily injections to ensure insulin delivery continued without interruption and was advised on the actions required once they received the replacement pump, including returning the malfunctioning pump to tandem within ten days using a pre-paid label.